Event description:
The customer reported high blood glucose. The blood glucose reading at the time of the event was 288 mg/dl. The patient did not feel any symptoms. The customer was not sure if the bolus was delivered correctly. The patient was advised to closely monitor the blood glucose level and to administer a corrective bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.